Event description:
It was reported that ¿it does not seem like it is sending out stimulation.¿ it was noted that this occurred ¿a couple of days¿ prior to the date of the report. It was also noted that the patient that there were no recent falls or body trauma. It was noted that it was confirmed that the device was on and when the patient increased program 3 from 1.4 to 2.5 they reportedly could ¿feel a little change in the stimulation. It was later reported that the patient had no stimulation sensation and that the therapy helped their pain sometimes. The patient reportedly changed to each of their programs and while on program one the patient went up to 2.5 and felt a surge until he went back down to 1.95 and the surge went away. It was noted that at 1.7 the patient did not feel stimulation. The caller reportedly changed program two to 1.8 volts and program three to 1.85 and wanted it turned down to 1.75 volts. It was further reported that when the patient turns their body the stimulation surges down and the patient reportedly felt stimulation in their ¿whole body.¿ it was also noted that there were no groups/letters or check boxes to choose a group or program. It was also noted that a manufacturer representative changed the patient¿s settings ¿about one year¿ prior to the date of the report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient ;product ID 377845, lot# v007231, implanted: (B)(6) 2006, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).